Event description:
Bilateral pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.